Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report# 1627487-2018-05043, reference MFR. Report# 1627487-2018-05044, reference MFR. Report# 1627487-2018-05047. It was reported the patient¿s both sacral (s1) and thoracic (t12) trial leads were migrated (confirmed via x-rays). Therapy was restored by using other leads at the time. However, patient did not receive effective stimulation. Trial leads were pulled out as intended. The patient may undergo for scs trial at future date.

Event description:
Device 4 of 4 , reference MFR. Report# 1627487-2018-05043 , reference MFR. Report# 1627487-2018-05044 , reference MFR. Report# 1627487-2018-05047 . Additional information received clarified the drg leads were pulled earlier than intended. Stimulation was restored through reprogramming the sacral leads which resolved the issue.